Manufacturer narrative:
No sample collection, centrifugation or system check data was provided. Qc has been performing within the customer's established ranges. The samples have not been received by bec cpls to date. A follow-up report will be submitted upon completion of cpls investigation.

Event description:
A customer contacted beckman coulter inc. (Bec) regarding a negative thyroglobulin antibody (tg ab) patient result for one patient sample. Testing of the patient sample on an alternate method produced a discordant, positive patient result. The results provided by the customer are shown. The erroneous result was not reported outside the laboratory and there was no affect to patient associated with this event. The customer reported that they were going to send in patient samples for bec cpls (customer product line support) testing.